Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The device was returned to olympus for evaluation. During the device evaluation, it was observed that water tightness was lost due to damage on the channel tube. Additionally, it was observed that the suction volume did not meet the standard value due to damage on the channel tube. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to a chip on the plastic distal end cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the up and down knob could not be locked securely due to deformation of the lock engagement lever. It was observed that the adhesive on the bending section cover had a chip. Lastly, it was observed that the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. It was uncovered that there was pooling of water inside of a dent. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing (please reference b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.